Manufacturer narrative:
Product analysis: the valve remains implanted in the patient, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was placed at a depth of 1-2 millimeter (mm). Moderate to severe paravalvular leak (pvl) was reported. A second transcatheter bioprosthetic valve was implanted. While placing the second valve, the first valve dislodged aortic into the sinuses. No additional adverse patient effects were reported.